Event description:
IV pump was ringing off occluded repeatedly. The IV itself was functioning without issue. They opened the pump to see if there was an issue there and found that the soft section of the tubing that fits in the pump had ballooned up. When they replaced the tubing there were no further issues.